Event description:
Pt had negative urine pregnancy test in 2009. Pt had iud inserted same day. The following month, pt saw pcp with nausea, vomiting, and vaginal bleeding. Urine hcg positive, and serum hcg positive. Two days later, ultrasound showed intrauterine pregnancy with cardiac activity. Pregnancy now complicated by iud. Practice manager of physician office reported problem to manufacturer. Dates of use: 2009. Diagnosis: pregnancy test - urine.